Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Information entered erroneously into h3;there are no changes from the previous submission. Added information to h6: com.ponent codes, type of investigation, investigation findings, investigation conclusions summary: the complaint is confirmed for one (1) of one (1) returned vitality closure top (pn 07.02010.001) for the failure of post-op loosening of the closure top out of the tulip head. X-rays were provided for review and help confirm the post-op back-out. Device evaluation: the closure top (07.02010.001) showed small scuff marks but otherwise no damage. Functional testing with tulip head 07.02000.077 reveals that the closure top is fully functional. Potential cause: root cause was unable to be determined. This event could possibly be attributed to not reducing the rod prior to final tightening of the closure top, damage to the tulip head, patient conditions or other operational factors that were not detailed by the complainant. DHR review and related actions: per DHR review, the parts were likely conforming when they left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a vitality closure top was found to have migrated postoperatively at s2. A revision surgery was performed to remove and replace the closure top and mating screw. This is report one of two for this event.

Event description:
It was reported that a vitality closure top was found to have migrated postoperatively at s2. A revision surgery is scheduled but no further surgical or patient information was provided. Additional information was reported that during the revision surgery, that occurred on (B)(6) 2020, the s2 closure top was found to be loose. It was removed along with the s2 screw and both were replaced with alternates to complete the case. No additional patient impact were reported. This is report one of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2020-00566.

Event description:
It was reported that a vitality closure top was found to have migrated postoperatively at s2. A revision surgery is scheduled but no further surgical or patient information was provided. This is report one of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a vitality closure top was found to have migrated postoperatively at s2. A revision surgery was performed to remove and replace the closure top and mating screw. This is report one of two for this event.